Manufacturer narrative:
Pt weight: unk date of event: unk explant date: na (B)(4). Device evaluated by manufacturer: (other): lens implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim # (B)(4). Lens implanted.

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her right eye (od) on (B)(6) 2008. The patient reported the optic nerve is enlarged. The lens remains implanted.

Manufacturer narrative:
Method: medical review. Results: per medical review - the reported "optic nerve enlarged but not sure which eye" by a patient, following icl implantation five years ago, was not confirmed with received dcr (10/11/2013) from the second opinion doctor. Lens remains implanted. No medically or surgically intervention was performed and there was no loss of bcva (20/20).the patient prognosis was good. It should be noted that over the medium to long term, gonioscopic changes were observed in minority of patients, but to date there is no evidence that these findings are associated with elevated iop or glaucomatous nerve changes in patients with icls. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).